Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. The hemostatic valve was dislodged. It was reported that the hemostatic valve was dislodged after the dilator had been inserted. The vizigo sheath was exchanged, and the procedure was continued. No patient consequences were reported. The hemostatic valve dislodgement was not noticed when entering it into the sheath but when it was in the body. They are not sure if hemostasis valve (gasket) broke into two or more separate pieces. The sheath being was used on the patient. It is not believed that air entered the patient¿s body. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. No blood was lost since it was caught early. No medical intervention was required to stop the bleeding. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On (B)(6) 2022, the product was returned to biosense webster for evaluation. The product investigation was subsequently completed. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record evaluation was performed for the finished device number 00001888 and no internal action was found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).